Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg value not provided). Customer's daughter administered a glucagon injection to address low bg and customer went to the hospital. Although requested, customer did not provide additional information regarding the event.